Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's friend found her unresponsive, and immediately he removed the insulin pump and attempted to resuscitate her. The caller was told that the customer oxygen was cut off to brain and the sugar level was too low. No further information was provided.